Event description:
Hlth professional reported the pt has been losing saline in the band. The device has been explanted due to a suspected leak.

Manufacturer narrative:
Taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."